Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's pump failure and cardiogenic shock. The pt's lactate dehydrogenase (ldh) was 1388, haptoglobin was less than 10, and liver enzymes (lft's) were elevated. The pt was also experiencing shortness of breath (sob). The pt remains ongoing with the new lvad.